Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer hardware was failed, and it was unable to reboot/ recover. The field service engineer (fse) had swapped the single wide engine, but it had still not been recognized as closed. The fse then troubleshot the failed drawer, removed, and replaced mini drawer 15 in auxiliary drawer 1. As the issue had persisted, the fse had powered down the station, removed and replaced the control controller board for the mini drawer. After reassembling, configuring, and testing in the hardware test application, the drawer had been working, and the issue had been resolved. The customer also tested the inventory successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.